Event description:
The customer reported to vyaire medical problem with bellavista 1000 us ventilator giving constant circuit occlusion alarm and that end users reported it sounded like it was going to explode. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.